Manufacturer narrative:
Off-label, unapproved or contraindicated use (aortic neck angulation > 60 degrees). (B)(4). Review of a pre-implant sizing worksheet revealed that the patient's proximal neck diameter ranged from 31.5mm (just below the renals), and 25mm lower at the bottom of the neck narrowed down to 26mm. The neck was noted as very angulated (70 deg) and the suprarenal neck had thrombus. The common iliacs were small, 11 - 8mm diameter on the right and 11 - 9mm on the left, and contained calcification. Review of several still angio images showed that the bifurcate stent graft system was implanted within the angulated neck; proximally within 5mm below the renals. The aortic body and infrarenal neck were angulated approximately 45 deg left - right, and there was contrast seen outside the stent graft at the top of the sac on the patients left side. This may be a type IV or a proximal type I. Both limbs were patent. An endurant cuff was then seen implanted several mm's above the bifurcate, just below the patent renal arteries. There was a slight amount of contrast again seen in the previous location, but the amount of contrast was greatly reduced. No other stent graft issues were observed. The exact cause and type of endoleak could not be determined from the images provided. This appeared more likely to be either a type IV or proximal type I. The possible type I endoleak may be anatomy and user related; implanting lower than intended within the severely angulated (off-label) infrarenal proximal neck. The cause of the inaccurate delivery could not be determined; but may have also been related to the angulated neck.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 57mm diameter abdominal aortic aneurysm. The aortic neck angulation was 70 degrees. It was reported that during the index procedure, the physician inaccurately delivered the stent graft 2-3mm below the right renal artery. The angiogram showed a possible type ia or a type IV. The physician assessed the event to be related to the patient's anatomy; angulated aortic neck. An endurant cuff was then implanted to get more purchase on left wall. There were no issues implanting the cuff however, a small type IV endoleak was present. No additional clinical sequelae were reported and the patient is fine.